Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for battery out limit alarm was performed. Customer replaced the insulin pump with a new battery and the alarm recurred. Customer advised the battery out limit alarm occurred during normal use. Customer also had cosmetic damage on the insulin pump as the rim of the battery compartment was cracked. Troubleshooting was unable to resolve the issue as the issue recurred during normal use. Customer was advised to monitor insulin pump and that a replacement battery cap would be sent out.

Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery out limit alarm noted. The insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.